Manufacturer narrative:
Additional information: cec adjudicated death as cardiac correction: during the index procedure two resolute onyx des were implanted and one was introduced into the guide catheter but not I mplanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug eluting stents were implanted in graft 2nd om and graft 3rd om. Approximately 16, patient suffered sustained ventricular tachycardia and died same day. Investigator assessed event is unlikely related to device or anti platelet medication.